Event description:
It was reported that a spectrum pump "shuts off when you apply pressure to the back of the device". It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation was unable to reproduce the reported symptom. Evaluation found that a connector on the input/output printed circuit board was unsecured, and likely contributed to the reported symptom. The connector was re-secured to correct this condition.